Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure that insulation was found to be missing from the tip of the monopolar curved scissors (mcs) instrument. The area that was missing insulation was unable to be covered by the tip cover accessory. The procedure was completed with no reports of patient injury.